Event description:
It was reported that the pump was broken. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a broken pump module was confirmed to be due to a broken air-in-line (ail) sensor assembly. Asm preventive maintenance results indicate that the suspect pump module was performing correctly with the exception of rate accuracy. A rate calibration was performed successfully with a new volume per mechanical revolution (vpmr) of 165.9ml. Interna inspection discovered a broken ail sensor assembly, with a plastic piece loose inside the device. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.3.1) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of a broken pump module was confirmed during inspection. The air-in-line sensor assembly was found broken and with a loose piece inside the device. Note that this report lists imdrf annex codes a070908, a040502, a1205, g03005, g02017, g0301201, c0201, c07, c23, d02, d11, d15 not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.